Event description:
Reportable based on the analysis completed on 07/10/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the shaft kinked and there was difficulty crossing a placed stent. The 99% stenotic de novo lesion was located in the mid left anterior descending (lad). The vessel was moderately tortuous and the lesion was heavily calcified. The physician advanced a 2.50x23mm non-bsc drug eluting stent through a previously implanted taxus stent and deployed in the distal lesion. Then the physician advanced a 2.50x20mm taxus stent to implant it in the proximal lesion, but the device hit the strut of the previously implanted taxus stent or calcification. The 2.50x20mm taxus stent was removed and it was noted that the proximal shaft was severely kinked. The lesion was then dilated with a 2.50x16mm non-bsc balloon and a non-bsc 5f straight catheter was inserted through a non-bsc 6f guide catheter. A 3.0x32mm taxus stent was successfully implanted. There were no pt complications and the pt condition is reported as good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device analysis. The device was returned for analysis, and initial visual examination of the returned device revealed distal stent damage. One of the struts was slightly misaligned. Solidified contrast media was present inside the inflation lumen of the device. A severe kink was found on the hypotube. The kink was measured at approximately 46cm distal from the strain relief. Visual examination of the shaft polymer extrusion revealed a kink. The kink was measured at approximately 11cm proximal to the port area of the device. The shaft polymer extrusion was twisted at approximately 13.5 cm proximal to the port area of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications. The most probable root cause is operational context.